Event description:
It was reported that spontaneous withdrawal occurred immediately after insertion of the foley catheter. It was confirmed that there was no balloon ruptured.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. The root cause identified, it was difficult to assure the positioning of the catheter due to vision was difficult. Three photos were received for evaluation. The first one shows an overview of the three way all silicone catheter, the second one zooms into the catheter balloon and tip and the third one is a note in native language. It was also received a 3-way temp sensing catheter. Attempted to inflate balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately went into the drainage lumen at the trifurcation and created lumen to lumen leak. Sample received product does not meet specifications which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe". A DHR review are not required for this reported issue. The labeling review are not required for this reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that spontaneous withdrawal occured immediately after insertion of the foley catheter. It was confirmed that there was no balloon ruptured.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.